Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709, lot# j10929r67, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and complex regional pain syndrome (rsd, causalgia). On (B)(6) 2016, it was reported that on (B)(6) 2005, the patient's pump was removed due to a granuloma. However, the healthcare provider couldn't remove the catheter because of the scar tissue and because the patient kept waking during the surgery. The patient reported that they were ill, had gastroparesis, heart rate and blood pressure issues, dizziness from sitting to standing and were diagnosed with dysautonomia. The patient wanted the catheter removed as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.